Manufacturer narrative:
The device has been returned to olympus but has not yet been evaluated. The cause of the reported complaint cannot be confirmed at this time. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an unknown procedure, the device was activated 3 or 4 times and then a probe error appeared. The device was removed from the patient, and then the probe broke off. There was no report of patient injury or that the device fragment fell into the patient. The procedure was completed with another similar device.

Manufacturer narrative:
The event occurred at the beginning of a salingectomy procedure. The broken off probe was retrieved with a grasper. The reported device was also returned to olympus for evaluation. The evaluation confirmed the customer complaint for probe error and broken probe. The evaluation found that an approximately 0.665 inch length of the probe was broken off. The device failed the probe check with a u509 probe error. There was no damage to the teflon pad that exposed metal under the pad.